Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reporting capsular contracture baker grade IV and anaplastic lymphoma. Healthcare professional later reported "the removal of the breast implant was carried out at the request of the patient, who was experiencing anxiety related to wearing such device, due to the various problems mentioned in the media. We have just received the anatomopathological result following this explantation. It does not reveal any anomaly. The report has been amended to this effect". Device has been explanted. This relates to the left device.